Event description:
(B)(6) in customer service states dealer states the frame is bent due the consumer being active and running into things, end user is a heavy user.

Manufacturer narrative:
Follow up to be sent if additional information is received.